Manufacturer narrative:
(B)(4). The link had detached from the posterior cuff. The anterior cuff was attached to the needle tip. The damage detected indicates the device may have been inserted against excessive resistance, which is contradictory to the IFU, causing the guide to break, subsequently causing the link to detach preventing suture retrieval. There was no information provided regarding breakage of the returned device. Based on the investigation findings, the most probable root cause for the damaged device and subsequent failure to achieve hemostasis is due to a failure to follow the instructions for use. The reported needle to cuff miss had not occurred and therefore cannot be confirmed. Additionally, the reported needle to cuff miss does not match the investigational findings of the device breakage. No manufacturing or quality deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Devices #1 and #3 proglide, are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). Additional information provided from the physician indicated that the proglide device guide break did not occur during the procedure. The physician stated, no the device did not break like that during the procedure...that must have happened during the return delivery. No additional information was provided.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an abdominal aortic aneurysm repair procedure. Reportedly, the needles to cuffs did not engage. The device was removed and a second proglide device was attempted but with the same results, the needles to cuffs did not engage. The second device was removed and a third proglide device was attempted, but the suture fractured at the end of the case. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.